Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with heart failure and cerebral infarction. The index procedure treated the 90% stenosed 2.53x4.4mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation, the placement of a 3.50x28mm taxus express2 study stent and post dilation resulting in 0% residual stenosis. The pt was discharged on bayaspirin and panaldine. In 2008, while still taking bayaspirin and panaldine, the pt presented at the hospital with cardiac failure and a cerebral infarction. Pt treatment is unk but the cardiac failure event was listed as improved and the pt was moved to another hospital the following month. The cerebral infarction outcome date was listed as in 2009, and per the physician was listed as "unrelated" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.